Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the device leaked during use.

Manufacturer narrative:
(B)(4). The customer returned one used 3-lumen cvc catheter. Visual inspection was performed and no issues were identified. After functional testing showed a leak in the medial extension line, the area was microscopically examined. A small cut was observed and the cut was determined to have been caused by contact with a sharp object. A 10 ml lab syringe was used to pass water through the extension lines. No issues were identified with the distal and proximal lines. A leak was found near the juncture hub on the medial extension line. A device history record review could not be performed as no lot number was provided. The instructions-for-use (IFU) that are packaged with this product cautions against altering the length of the catheter , securing directly to the catheter body or extension lines, and using scissors to remove dressing to minimize the risk of damage to the catheter. The customer reported issue of the extension line leaking was confirmed during the sample investigation. During functional testing a leak was found in the medial extension line. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the device leaked during use.